Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa nano meter, compared to a professional meter, within 10 minutes: 19.5 mmol/l on performa nano meter and 11.0 mmol/l on professional meter. No serious injury reported. Product will not be returned due to custom and legal issues in (B)(6).